Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field oversensing on the atrial channel on current electrograms (egm) and stored atrial high rate events. It was also observed that the implantable pulse generator (ipg) exhibited atrial events appearing in atrial blanking period. The ra lead and the ipg remain in use. No patient complications have been reported as a result of this event.